Manufacturer narrative:
E1 initial reporter address:(B)(6).

Event description:
It was reported that a dissection occurred requiring additional intervention. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified middle of the left circumflex artery (lcx). The lesion was pre-dilated with a 2.50 x 12 mm non-compliant balloon. A 38 x 2.75 promus premier drug-eluting stent was advanced but could not cross the lesion even after multiple attempts. Another 24 x 2.75 promus premier des was deployed at 16 atm for 10 seconds and post-dilated with a 2.75 x 12 mm non-complaint balloon for 10 seconds. After it was deployed and post-dilated, a distal stent edge dissection was observed and believed to be caused by a bend and calcification. The dissection was further described as type b and flow limiting. The dissection was covered with another 2.75 x 38 mm promus premier des and the procedure was completed. There were no further patient complications reported. The patient was stable post-procedure.